Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: rupture, capsular contracture baker grade iii.

Event description:
Medical staff reported rupture and a capsular contracture baker grade iii. Breast is hard but no painful. This relates to the left side . Device status is unknown .